Event description:
A complaint of low readings was received from a hosp on a precision xtra meter. A reading of 38 mg/dl was obtained from the precision xtra meter. A laboratory comparison reading of 134 mg/dl was obtained. There are two precision xtra meters cites in the complaint. It is unknown which meter gave the reading of 38 mg/dl. There was no report of death, serious injury or mistreatment associated with this event.